Manufacturer narrative:
Alternate phone number for initial reporter: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 775.3 mcg/day) via an implanted pump. The patient's medical history included that the patient was quadriplegic and non-verbal. The indication for pump use was head/brain injury and intractable spasticity. It was reported that at the pump refill today they accessed the pump and aspirated with no difficulty. They were expecting 4.8 ml and got out 6.5 ml. They then proceeded to fill the pump, and all was going normally until the last half cc. There was very increased resistance and they could not get that last amount into the pump. When asked if the patient had experienced any falls, trauma, or exposure to pressurized environments since the last refill, the hcp stated that they were not aware of any. The hcp was not with the patient at the time of the call.